Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118781.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated low impedances on contacts 9 and 10. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.